Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a compressor fault. Reportedly, the customer stated that the unit was then operated with a stand alone compressor. The patient was not removed from the ventilator, and was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported event. The se performed calibrations and extended self-testing on the device and all tests passed.